Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Approximately 3 mm of the stent is extending from the distal end of the stent delivery system. All gold pieces located on the end of the stent are present suggesting no part of the device is missing. The product was sent to the supplier for further investigation. A discrepancy or anomaly that could have contributed to this observation was not found during our laboratory analysis of the returned product. The product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up medwatch report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Premature stent deployment can occur if the dilation tip at the distal end of the delivery system is pulled during removal of the packaging stylet. Careful product handling practices, especially when removing the stylet, can help avoid premature stent deployment. Premature stent deployment may also occur if the handle of the stent delivery system is advanced unintentionally before the stent is in place for deployment. Prior to distribution, all zilver expandable metal biliary stent systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with bilateral hilar stricture procedure, the physician used a cook zilver 635 biliary self expanding metal stent. The first stent deployed on the left side, as expected. When advancing the (next) stent on the right side, the stent started to deploy (touching the mucosa) prior to removing the red tab. The physician removed the device and used another zilver stent and completed the procedure with no further complications. No harm to the patient. No additional procedures or intervention required due to this occurrence. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.